Event description:
It was reported on (B)(6) 2012 that an implanted patient died on (B)(6) 2012. Sudep is unlikely the cause of death, even though the cause of death was not known to the reporter. It appears that the death was expected as patient was on hospice care and these circumstances make sudep highly improbable. The patient did not consistently see one physician, and the implanting neurosurgeon was not aware of the death. Attempts to determine the cause of the death and the location of the vns device have been unsuccessful to date.

Event description:
A copy of the patient's death certificate was received on (B)(6) 2012. The cause of death was listed as encephalopathy secondary to hydrocephalus. The manner of death was listed as natural and no autopsy was performed. The patient died in hospice care and was cremated. Follow up with the facility who performed the cremation revealed that the device was explanted however the exact location of the explanted device is unknown.

Manufacturer narrative:
.